Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: dec 18,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the complaint device was received with the plunger rod advanced; a haptic was in the cartridge and overridden. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected revealing no damage or viscoelastic residue. Device assembly was inspected and presented with no issues. Plunger rod advancement was inspected and presented with no issues. The lens was received cut in half. The lens was removed from the gauze and cleaned presenting as completely torn with a piece missing at the optic body where the haptic should be. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal lens was implanted but was found to have only one haptic. Additional information suggests that the lens was removed and replaced during the same procedure with another johnson & johnson iol of the same model and diopter. The patient's visual outcome is acceptable. No further information was provided.